Event description:
Additional report required for information received about reprogramming and that noise led to oversensing. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event.

Event description:
Noise was observed on the right atrial (ra) lead. Technical support was contacted, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.